Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced ¿epigastral and hallucinations¿ after receiving an over-infusion of an unspecified drug with a small volume infusor which was reported to be due to a use error. It was reported that the patient was connected to the 48 hour sv2 infusor at 12:20 a.m. And the infusion was complete in eight hours. The infusor was under filled therefore resulting in a fast flow rate. The reporter stated that "the device was working properly but the device was filled with medicines for which the duration would be 10.12 hours" (no further detail was provided). As a result, the patient experienced an unspecified epigastric issue and hallucinations (no further detail was provided). The drug being infused was unknown. Medical intervention and the patient¿s outcome from the event were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.